Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical products acetabular shell ,catalog 00875706001, lot 61675427. Metasul taper liner, catalog 00877001440, lot 2556818. Metasul femoral head, catalog 00877004005, lot 2555074. Report source- (B)(6). The product was not returned to zimmer biomet for investigation as the device remains implanted. Reported event was unable to be confirmed. Evaluation of radiographs provided noted the right hip arthroplasty components were anatomically aligned without any abnormalities. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced inguinal pain, iliopsoas tightness approximately two years post initial implantation. Patient was prescribed physical therapy. Attempts were made to obtain additional information; however, none was available.